Event description:
The customer reported the system would not complete boot up. No pt injury was reported.

Manufacturer narrative:
A ge representation evaluated the system and found the image intensifier needed to be replaced. There are no longer any image intensifiers in stock. No conclusion can be drawn as repair information is not available.